Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a blood glucose run alert and, while checking sensor status, the ilet pump became unresponsive; the device was placed on a charger and was found to have a very low battery, consistent with an unexpected shutdown associated with the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an unexpected shutdown with an insulation problem identified, traced to the seal component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.